Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A doctor reported that he was programming the device when it suddenly exhibited a message about "emergency vvi." Device parameters were set to vvi 70 with increased output settings. The doctor was initially unable to reprogram the device and was confused when the battery voltage displayed 2.0 v with a status of "normal." The doctor was concerned that this was incorrect. The doctor also stated that he has difficulty programming with the "new automatic rate response." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.